Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd precision glide¿ needle was found with foreign matter. ¿product has a white scratch on the needle hub (pink / red part) appearing to be like varnish paint.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Confirmed: bd was able to confirm/reproduce the incident in question. It was received a sample with foreign matter. The batch complained was manufacturing during october 11th 2017 to october 14th 2017. The inspections carried out on the machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history.the inspections during assembly manufacture process in agmo machine were done and not records of this deviation were found in system of this batch. It was informed that the routine controls of this specific character, is done by visual inspection each two hours over 40 pieces sample according control plan. There are no quality notification (qn) or maintenance report records that could lead to this issue for the batches involved in this complaint. The batch history analysis was performed, the quality notifications and maintenance records verified, and no one deviation occurred related with this batch. The picture provided was analyzed and it was possible to confirm the foreign matter. The cause of this defect is related with resin process application, some hold of line is normal excess resin goes to the needle, and once because the line adjust is necessary until the production return on normal operation. For correction of the defect is being applied a case study a3 reduction of non-conformities production of needles, this tool of analysis is being applied in agmo07 needle assembly machine. The deadline for completion is to the end of fiscal year 2018 in the september month. The cause to this defect is related with resin excess application during the needle assembly process.